Event description:
The epg (external pulse generator) was returned to the manufacturer for repair due to a field advisory. It was analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the keyboard was out of specification.